Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's batteries are not being charged. There was no patient involvement.

Manufacturer narrative:
Additional contact information: contact person: (B)(4); email: (B)(4); occupation: biomedical engineer. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "not charging of the batteries". A getinge field service engineer (fse) had visited during the pm and it was being observed that the batteries are not being charged by cart. Than the fse had isolated to power management circuit. Fse had replaced the pcba , power management and corrected the failure. There was no involvement of the patient.the failure analysis and testing dept. Received part number 0670-00-1162 rev. F, serial number (B)(6), with a reported unit failure of the batteries not being charge by the cart.the fat performed a visual inspection and found the part to have a blown q27 component.due to the risk associated with this damaged board, fat will not install into the cardiosave test fixture. Fat was able to verify the damage to this board. This revision is obsolete and no longer able to be tested by a supplier.no root cause able to be determined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).